Event description:
It was reported by the patient's legal counsel that as a result of a severe infection, the patient underwent a resection/removal of the knee prosthesis with implantation of an antibiotic impregnated knee spacer on (B)(6) 2011.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.